Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high capture thresholds, non-capture and poor sensing. The patient experienced dizziness and bradycardia. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.